Event description:
On (B)(6) 2025, during drug administration of 3cc, it was reported that the hub of the device allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr hickman t/l catheter was returned for sample evaluation. Along with return sample three photos were provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial break was observed proximal to the trifurcate on the white luer extension leg. Functional testing was performed, and an in-house syringe was attached to the white luer. Upon infusion on white luer, a leak from the partial compound break on the extension leg was observed while no water exited the distal end of the catheter. The edges were noted be jagged and surface were noted to be smooth. Aspiration was attempted and was unsuccessful as only air returned within the attached syringe. Burst was noted in the photo review. Therefore, the investigation is confirmed identified catheter burst issue. However, the investigation is unconfirmed for the reported fracture issues as more appropriate code has been identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during drug administration of 3cc, it was reported that the hub of the device allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.